Event description:
The "three-way" valve in the curity thoracentesis tray was defective. This time the one-way valve between the syringe and the collecting bag was missing, so no fluid could be removed from the pt's pleural cavity. Once this was recognized, the valve was taken out of line and the thoracentesis was accomplished with direct suction into a vacuum bottle. In the course of a number of thoracenteses, reporter has found that this same valve is often non-functional. Several years ago curity changed the design from one that used small metal ball-bearing valves to one that relied on a rubber sleeve. The newer model, in rptr's experience has had serious flaws. It is frequently stuck shut. If screwed onto the syringe snugly, it tends to break the syringe hub and create an air leak when aspirating.